Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose reading was 224 mg/dl. The customer stated while she changed her infusion set, she received a motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. . The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.